Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was a hematoma noted on the device pocket. A revision procedure was performed where the hematoma was removed and the patient remained in stable condition.